Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which the pump passed the air in line test but the pump did show an open state of free flow during testing. Walkmed infusion performed further failure investigation and identified a worn spring as the cause of the observed free flow.

Event description:
Walkmed infusion received a report that the line was filled with air bubbles nearly to the patient. It was reported that the IV bag was empty and the tubing filled with bubbles nearly to the patient. No air infused into the patient as the nurse noticed this before the pump alarmed. Walkmed infusion's product evaluation showed the pump passed the air in line test but did show an open state of free flow during testing.